Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports related to implant loosening/ infection. Total for lot number: 4 ((B)(4).) If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 09-oct-2020: re-opened due to medical records received on june 21, 2019 . Device history lot : device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports related to implant loosening/ infection. Total for lot number: 4 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 22 august 2019 for MDR reportability. On (B)(6) 2017, the patient underwent right knee arthroplasty due to degenerative joint disease. The surgeon reported no intraoperative complications and patient was transferred to recovery in good condition. Depuy components, and two depuy cements were utilized in the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon indicated the tibial tray was able to be easily loosened from the cement to bone interface. He noted a well fixed femoral component, and did not comment on the patella. The surgeon reported no intraoperative complications. All depuy components and cement were utilized in the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2018, (rt knee).